Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. As device remains implanted, it was not returned for additional evaluation and investigation. Per the instructions for use of the device, catheter occlusions are known possible risks of use of the device. Follow-up attempts with the physician's office have been unsucessful. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).

Event description:
Healthcare professional contacted technical solutions to report that a catheter occlusion was observed during a catheter dye study. The catheter dye study was done because the patient reported an increase in pain.